Manufacturer narrative:
H3 ¿ analysis of the communicator found power button does not respond, small rattling sound inside; device does not power on after 1.5 hours charging; and device opened but not able to observe any issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the last few weeks (within (B)(6) 2024) they would plug in the communicator and would see the orange battery indicator light and it would not turn green. Per the patient, they had left it plugged in overnight and it would not turn green and when they tried to use it, the handset would show the communicator battery was too low and to charge the communicator. Because of the this, the patient had not been able to bolus for a couple of days. The patient stated that the power port of the communicator seemed loose/bent. The same power cord charged their handset just fine, and they had tried other cords which did not resolve the issue. A replacement communicator was requested from the repair department. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ additional analysis of the device found ¿defective recharging circuitry - tm90 recharging circuitry is damaged (found micro usb hub bracket broken).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.